Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 225 mg/dl when sensor glucose was 50 mg/dl and blood glucose was 185 mg/dl when sensor glucose was 58 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they did not have a bent cannula on the sensor. The sensor will not be returned for analysis.